Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient was not usually compliant, did not have any symptoms and was not device dependent. The patient was just being monitored remotely at this time. The patient was stable and the plan was to monitor.